Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring, organ perforation, and leaking bowel. It was reported that patient on (B)(6) 2011 ams elevate apical and posterior system were implanted along with vaginal mesh extrusion repair, had sling revision/ removal, posterior repair with mesh graft, and vaginal enterocele repair due to sling extrusion through vagina and bladder lesion. It was further reported surgery done (B)(6) 2011 and mesh was implanted concurrently with cystometry and cystoscopy due to stress urinary incontinence, urinary urgency and frequency. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2010. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/16/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.